Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillators (crt-d) therapies were off. There was no further information as to why it was turned off. Boston scientific technical services (ts) advised health care professional (hcp) send data file to see when it was reprogrammed, and instructions were emailed. This device remains in service. No adverse patient effects were reported.